Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. There were patient scheduling issues related to the pump replacement.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a health care professional (hcp) via a manufacturer's representative regarding a patient who was receiving clonidine 1.3 mcg/ml at a dose of 0.5461 mcg/day and bupivacaine 4 mg/ml at a dose of 1.6804 mg/day via an implantable pump for non-malignant pain, chronic low back pain, and multiple back operations. On 2016-09-14 the representative reported that the pump status and/or event log report motor stall occurred on (B)(6) 2016 and confirmed that the patient did not recently have an MRI. It was indicated that the patient complained of withdrawal symptoms and the pump alarming every 10 minutes and that telemetry was performed and revealed a motor stall on (B)(6) 2016 at 18:14 and no recovery as of 2016-09-14 15:58. Images of pump logs were included in the report. It was also noted that the patient had nausea, was vomiting, and had increased pain. Further information was received from the hcp on 2016-09-27. It was reported that the pump was replaced on (B)(6) 2016 with catheter tip placement at t12. It was indicated that it was replaced due to a motor stall and that troubleshooting was done with the representative in office but the motor stall did not recover. The problem was with the pump (motor stall), not with the catheter, and the elective replacement indicator was 16 months when the pump "broke." It was also noted that the patient experienced withdrawal. The hcp also sent pump logs that showed that the motor stall had still not recovered as of 2016-09-14 at 17:34.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.